Manufacturer narrative:
(B)(4).

Event description:
It was reported "rt manager states there was a problem at the connection to the circuit end reported by a traveler therapist. The connection, per the therapist, disconnected. The item was discarded and changed. No patient injury". No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the reported complaint was not returned for evaluation; therefore, a sample of the same catalog number was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rt manager states there was a problem at the connection to the circuit end reported by a traveler therapist. The connection, per the therapist, disconnected. The item was discarded and changed. No patient injury". No patient harm reported. Patient condition reported as "fine".